Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that during the device's evaluation it powered off unexpectedly while delivering the first breath, then proceeded to reboot by itself. There were no reports of patient use associated with the reported issue.